Event description:
It was reported that during an unspecified surgical procedure, when the small battery drive device was used with a saw adapter to perform bone cutting, it was observed that the reverse trigger of the handpiece device fell off. It was reported that the procedure was successfully completed. It was not reported if there was delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: investigation summary. As of this date, the device has not been returned for evaluation, however, a photo was received. The described failure by the customer was confirmed. The received photo was reviewed and compared to a known good unit. It was found that the device failed visual inspection. Due to the detached trigger. Based on the provided photo it shows that the upper trigger assembly uncrewed itself from the handpiece. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received.